Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient had low readings and treated with orange juice as per usual. It was not specified nor clarified whether a bg was checked at that time. An unspecified time after self-treatment, the cgm was constantly low even after doing so, so her daughter took her to the hospital. They went to the ER from 1500-2100 and they were trying to bring her sugar from 300 mg/dl down to normal, constantly poking her finger to see that it was coming down. During that time, the receiver was showing egv constantly low or below 100 mg/dl. She was then advised not to rely on the egv and to report it to her endocrinologist. The patient was given IV fluids for hydration and could not remember what other medications were given to her aside from the IV fluids. They did EKG and other testing. Of note, the patient also had hypertension. At the time of the report 31 days later, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.